Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Caller understood and acknowledged. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided but the highest bg level reported was 451 mg/dl. The customer changed ifs and cartridge and drank water to address the bg level.reportedly, customer loaded a new cartridge to resolve the issue.